Event description:
Our affiliate is reporting to us that a patient underwent a successful and uneventful open latarjet procedure with the use of a 38mm and a 40mm screw and top hat on (B)(6) 2012. The fixation screws and top hats were placed laterally to the coracoid process to fixate it (screws not placed superiorly); the surgeon has performed approximately 450 of these procedures in the past 5 years with this technique. Approximately 6 weeks subsequent to the procedure, possibly a follow-up visit, x-rays revealed that the coracoids was no longer fixated, it was broken in half where the screw holes were placed. The patient underwent a re-surgery for remedy on (B)(6) 2012; the latarjet fixation screws and top hats were removed and the surgeon employed an iliac autograft to replace the broken coacoid. Also see associated MDR 1221934-2012-00266+

Manufacturer narrative:
The complaint devices were received and visually evaluated. The 2 screws and top hats were viewed with the naked eye and under power; the devices appear in good condition, no damage and no anomalies. The complaint states that 6 weeks post operatively, via x-rays, the "coracoid process" was no longer fixated and found to have broken in half. The coracoid is part of the patient's anatomy that is harvested from the scapula by the surgeon, then prepared, and reintroduced back into the patient's body at the glenoid to accomplish the desired results of stabilizing the patient's shoulder. We find not fault or defects with the mitek products, the screws and the top hats; we cannot speak to the deficiency of the coracoids bone graft. We believe that the root cause for the reported issue is not attributable to the mitek products, but lies elsewhere. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Waiting for device return.